Event description:
It was reported that approx three months after filter implant, it appeared under fluoroscopy, that the filter was slightly tilted and also that several arms and legs were external to ivc. The physician made several attempts to remove the filter, however, the attempts were unsuccessful. The pt became anxious and was getting discomfort on respiration. Therefore, the physician aborted the procedure. There was no injury to the pt. Reportedly, the filter was placed in a pregnant pt with dvt. The pt had a c section after filter placement.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The device remains implanted; therefore, not available for eval. The event investigation is currently underway.